Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge pcb. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently displays a cine not available error. No pt injury was reported.